Event description:
It was reported that the patient underwent a heart transplant. The patient was with aortic root thrombus unrelated to the left ventricular assist device (lvad). The pump operated as expected. The transplant was considered routine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.